Event description:
It was reported that the device was being explanted due to regurgitation. Follow up with the physician indicated that the appearance of the valve on echo revealed diffuse cusp thickening that is unusual early after bioprosthetic valve replacement. Reportedly, the device was explanted in 2008.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation has not been conducted at the time of this report.